Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on (B)(6) 2024. The device was prepared per IFU. The cable connection was checked during device preparation and prior to deployment. During implant both discs of the device took on cobra shapes. The device was re-sheathed and re-deployed 3 times with the same results. It was observed on the third attempt that the device prematurely detached from the delivery cable. The device was surgically removed from the patient and the defect was surgically closed.